Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the medium-large clip applier instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the tip of a medium-large clip applier instrument was bent after one use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter did not know when it occurred but does know the surgeon noticed it when trying to clip on the patient. She stated she did have any photos for isi to review, but this has occurred a few times with other clip appliers. They used a backup to finish the procedure. The reporter stated the other instrument will not be returned and was not sure on the event date. In this case and the other she stated the clip did not apply properly due to the bent tips. She stated her rep was in a car accident and could not return them either.